Manufacturer narrative:
(B)(4). Product testing on the returned meter did not confirm the complaint. The date and time did remain current and correct. Customers and retailers have been informed through the fa21dec2006 letter.

Event description:
The customer called reporting that the date and time will not stay set in their precision xtra meter and they have to reset them. The customer also reports using the (B)(4) software and this is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.